Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 11-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received one photograph and 13 samples for investigation. Evaluation of the photograph indicated that blood leaked past the stopper. A functional test was conducted on 10 returned samples, and no water leaked past the stopper, indicating no defects were observed. Additionally, (B)(4) retained samples were tested using a functional test, and none of the syringes leaked. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd preset¿ eclipse¿, there was blood leakage past the stopper on five (5) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, by drawing each with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Due to an increase in complaints a supplier corrective action report has been issued. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that when using the bd preset¿ eclipse¿, there was blood leakage past the stopper on five (5) units. No adverse impact was reported regarding the patient or user.